Event description:
A surgeon reported several cases of descemet's detachment, observed during laser assisted cataract procedure. Surgeon stated the detachment happened as the laser was performing the secondary incision. The reporter relayed patients' issue was resolved without treatment. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time no additional information has been received. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.